Event description:
During a sensor implant, a surgical cutdown was necessary to remove the sensor. The implant proceeded normally. Venous access was obtained via a 12 fr sheath, a swan ganz catheter was advanced from the right ventricle (rv) to the pulmonary artery (pa), but was unable to reach the left pulmonary artery. A .021" guidewire was inserted, but it was unable to pass into the left pa. The swan was positioned in the right pa, pressure measurements and a ap and lao angiogram were taken, and the size and position were deemed appropriate for implant. A .018" was wire advanced to right pa, the swan was removed, the delivery catheter was inserted into the rv, but the sensor was unable to pass beyond the right ventricular pacemaker lead. After multiple attempts, the pa wire was backed out of the pa, and it was deemed necessary to remove the system and start again with swan placement. The delivery catheter was brought back to the introducer sheath and would not withdraw into the sheath using proper technique. The sheath was removed with the delivery catheter and .018" wire in the venous system. The delivery catheter hub was removed and a new sheath was inserted over the delivery catheter that was unable to advance past the sensor. The sheath was removed. It was attempted to remove the delivery catheter and sensor over the .018" guide wire, but the sensor remained in the subcutaneous tissue. The patient was taken to the vascular surgery operating room for cut down and removal of the sensor. Following the surgery, the sensor was removed fully with no remaining foreign bodies and no noted vascular damage, and full hemostasis of the right femoral vein was achieved. The sensor was noted to be located relatively shallow in the subcutaneous tissue by the vascular surgical team.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The following components were received in the return: catheter assembly, cut in half with sensor missing. The distal half of the catheter was noted to be split one third of the way through the end of the delivery system with skives torn. It was noted that the tether wires were not present in the distal half of the catheter, which would indicate sensor deployment. It is not known when the tether wires were removed from the distal half of the catheter. The proximal half had the hub intact with the cap secured and the tether wires protruding from the cut tip. The sheath and sensor were unable to be assessed for difficulty retracting due to the components not being returned and it is unknown how the sensor became deployed from the catheter. The investigation was unable to determine the root cause of the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.